Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact on the customer¿s blood glucose level. The customer, being a new pump user, requested assistance and was guided by technical support to correctly reload the cartridge, as they initially failed to remove air from the syringe. After receiving education on the importance of air removal, the customer successfully loaded the cartridge and resumed their insulin therapy without further issues.